Manufacturer narrative:
Continuation of d10: product ID: 37612, serial#(B)(6), implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID: 37642, serial#(B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while recharging the ins once in a while something will happen and one side will go off and usually they realize and think what's wrong but occasionally they find out that it must have just gone off last night or something. Patient reported that they found that one side was off and they thought maybe they had one of their magnetic fields on and patient got too close to it. They managed to turn it back on and then charged because they thought something was wrong so first they checked it, turned it back on, and did their charging but they couldn't get the patient programmer to communicate with the dbs. They stated getting icon to put antenna over the implant and stated they have turned programmer on/off, tried connecting with both sides, and changed programmer batteries. The patient's implants are almost like they have floated to the surface more since they have been implanted as they are close to the skin, so it is very easy to find their implants. They clarified when they try to sync with patient's implant seeing a picture of the body on the programmer, and then screen changes to poor communication screen. They stated they are using antenna cord with programmer. Agent reviewed how to connect with patient's implant without use of antenna and caller reported getting poor communication with and without use of the antenna. Patient stated this was occurring with both implants. Troubleshooting did not resolve the issue. Patient confirmed powered off programmer in between use of trying to connect with each implant but continued getting poor communication screen. They clarified they were able to connect with patient's implant to turn therapy back on when they noticed it was off, but reported they have not been able to connect since then. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
Continuation of d10: product ID 37612, serial#: (B)(6), implanted: (B)(6) 2016, product type: implantable neurostim ulator. Product ID: 37642, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the replacement device resolved the issue.